Event description:
It was reported that the patient presented with redness and inflammation. Upon physical examination, it was determined that the patient had an infection around the balloon site. The artificial urinary sphincter (aus) device was explanted and the patient was given time to recover. There were no further patient complications. A new aus device was later implanted on (B)(6) 2024.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with redness and inflammation. Upon physical examination, it was determined that the patient had an infection around the balloon site. The artificial urinary sphincter (aus) device was explanted and the patient was given time to recover. There were no further patient complications. A new aus device was later implanted on (B)(6) 2024.

Event description:
It was reported that the patient presented with redness and inflammation. Upon physical examination, it was determined that the patient had an infection. The artificial urinary sphincter device was explanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.